Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was between 500 mg/dl and 600 mg/dl at the time of admission. It was found the customer was excessively vomiting prior to being hospitalized. The customer also stated the cause of their hospitalization was from diabetic ketoacidosis. Customer stated their infusion set was not giving them any insulin, causing them to have diabetic ketoacidosis. Customer was released from the hospital on (B)(6) 2015. No additional information provided.